Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, positioning problems were encountered. The target lesion was in the right coronary artery (rca). The physician had advanced a 4.0x24mm taxus express2 drug eluting stent (des) to the target lesion, but "didn't have enough back up". The stent delivery system (sds), unknown guidewire, and unknown guiding catheter "jumped out of the rca into the aorta." The physician attempted to pull the sds back into the guide catheter, but encountered resistance and was unable to withdraw the sds into the guide catheter. The physician removed the sds, guidewire and guide catheter together. The procedure was completed with an unknown device. There were no patient complications reported with the patient's current condition listed as "good".